Event description:
Issue is that when the syringe is securely attached to a luer-lock IV port, the adapter collar disengages from the syringe [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 10-sep-2024, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 1/10 mg/ml (ndc: 70121-1706-1), (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that an issue that dentified with an atropine syringe that was currently available and being recommended via cart optimization through abc. Ultimately, the syringe in question is a glass syringe with a plastic luer-lock adapter. The issue was that when the syringe was securely attached to a luer-lock IV port, the adapter collar disengages from the syringe and not aware locally of any medication errors that have occurred as a result of this syringe, though we will not be purchasing anymore and will be completing an internal recall/removal from stock as we feel the potential for error is great enough. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited.

Event description:
Issue is that when the syringe is securely attached to a luer-lock IV port, the adapter collar disengages from the syringe [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 10-sep-2024, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp, 1/10 mg/ml (ndc: 70121-1706-1) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that an issue that identified with an atropine syringe that was currently available and being recommended via cart optimization through abc. Ultimately, the syringe in question is a glass syringe with a plastic luer-lock adapter. The issue was that when the syringe was securely attached to a luer-lock IV port, the adapter collar disengages from the syringe and not aware locally of any medication errors that have occurred as a result of this syringe, though we will not be purchasing anymore and will be completing an internal recall/removal from stock as we feel the potential for error is great enough. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 21-oct-2024. New information received includes investigation report, attached with this case. A complaint was received regarding " issue is that when the syringe is securely attached to a luer-lock IV port, the adapter collar disengages from the syringe" from senior director, pharmacy for the product atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml) lot no.: unknown. Complainant had provided the complaint sample photographs for evaluation. Complaint product lot no, expiration date and additional information were not provided by the complainant after multiple follow-ups. Examination of photographs inferred that IV port adaptor connected to luer-lock and ribbed part of luer-lock was detached from syringe tip. Review of primary packing materials, review of periodic retained sample visual examination, review of controls available during batch manufacturing and batch packing, stability data, historical review, apqr & carton of product etc. Reveals no unusual observation which could attribute to reported complaint. Based on an abbreviated investigation, no cause corroborated with the manufacturing and packing process which could lead to reported complaint. Vendor investigation with respect to previous similar nature complaint reveals, if the pfs system with ovs (particularly filled units) is handled by holding the ovs portion, the system as designed requires just more than 5ncm torque to impart irreversible damage which can cause rotation of the assembly. Hence, the contributory/ probable cause identified to be mishandling or improper handling. Based on site investigation and vendor investigation, it was inferred that reported complaint could not be attributed to drug product processing at site and at vendor end. Hence, reported complaint stands non-substantiated. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. The impact on current and future users of product atropine sulfate injection cannot be assessed as the root cause of investigation remains undetermined as manufacturer or user error.